Event description:
A physician reported from their cell phone they performed an achilles tendon repair on a pt using a mitek anchor (no additional info was given). The physician reported his pt had experienced pain post-operative and saw a neurologist rather than seeing him for a return visit. The physician said the neurologist said he believes the pt had a possible allergic reaction to titanium in the implant. The physician said he wanted more info regarding sutures used with anchor as titanium is quite inert and he believes it may not be causing pt's issues.